Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pins/damaged e-belt connector) has been confirmed. Upon evaluation, pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll lifecor customer support service to report that her electrode belt would not connect to her monitor. Pins were bent in the electrode belt connector. The patient was provided with a replacement electrode belt.